Manufacturer narrative:
An explant due to high gradient, severe regurgitation and tear was reported. The investigation found tears on cusps 1 and 3 but no inflammation or significant calcifications. There was a 4 mm tear in the free edge of cusp 1 at the stent post shared with cusp 3. There was a 5 mm tear in the free edge of the cusp at the top of the stent post shared with cusp 1. Microscopic examination revealed leaflet 3 was of normal thickness. The tear was included in the section and there were no specific changes to the cusp tissue that would suggest an etiology for the tear. The inflow and outflow surfaces were unremarkable. In the absence of any calcification or evidence of infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. Histological evaluation revealed degenerative changes at one of the tear sites, which could have contributed to the tear formation. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown sized sjm trifecta valve was implanted. On (B)(6) 2023, the device was explanted due to high gradient, severe regurgitation and tear. A non abbott device was implanted as a replacement. The patient was reported to be in stable and recovering condition.

Manufacturer narrative:
An explant due to high gradient, severe regurgitation and tear was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. However, based on the information received, the reported stenosis is consistent with structural valve deterioration (svd), specifically fibro-calcific svd (fcsvd), which is a well-known complication of tissue heart valve replacement surgery. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.